Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
Document review: amistem h cementless femoral stem size 1 std: ref. (B)(4) / lot 133053 ((B)(4)stems produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. The (B)(4) stems belonging to this lot have been already sold without any other similar incident. Ceramic biolox delta ball head nothing 32 size l: ref. (B)(4) lot 745205 ((B)(4) items bought for distribution by medacta - not marketed in the USA). To date, (B)(4) heads belonging to this lot have been sold without any similar issue. From the data collected, there are no evidences that the event is device related: the dislocation of the ball head from the stem is an unusual event and it is the first time that we are informed of a similar problem. The fact is highly likely related to a wrong impaction of the head during the primary surgery that led to a dislocation a few days after the operation.